Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the nurse practitioner (np) that the customer was having issues with the pump calculating and delivering the correct amount of insulin. Reportedly, the customer delivered a meal bolus and a correction bolus the previous night, and was given the full bolus amount instead of taking into account the insulin on board and the target blood glucose (bg) level in settings. Prior to the bolus, the customer's bg level was 78 mg/dl. The current version of the customer's pump does not include the reverse correction feature built into the software and the bolus was for the full amount of insulin for the carbohydrates entered which decreased the customer's bg level to 28 mg/dl. To treat bg level, the customer consumed cottage cheese. The customer was able to resolve the issue by updating to the current pump software which includes the reverse correction feature built into it.